Event description:
An international customer reported an event of an "oil smell" emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced a reaction of eye irritation. The hcw did not seek or receive any medical attention/treatment and is reported to be "healthy." A field service engineer was dispatched to assess the unit on site. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Manufacturer date: 09/30/2008. Correction: from 208472511/22/2013012c to z-0744-0746-2014. Additional manufacturer narrative / corrected data: additional parts replaced during service: oil mist filter. Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (07/10/2013 to 01/06/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from march 2013 through february 2014 and revealed a significant trend which is addressed in CAPA. The trend of the product malfunction code eye reaction was reviewed from march 2013 to february 2014 with the risk acceptability rate considered to be broadly acceptable. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants that are self-managed. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation therefore, the cause was not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service.